Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: roi. The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the microraptor knotless packaging process summary it was found that the pouch must be verified to be free of pin holes, cuts, and seal defects. In the case a defect is found the pouch must be scrapped. A visual inspection revealed the device was returned in what is supposed to be sealed packaging. The carton the device was in had been smashed and upon removing the device from the carton it was noticed the sterile packaging was unsealed on the same side the carton was damaged on. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in an arthroscopy (outside the patient), at the moment of opening the box of the microraptor knotless which was sealed with the security seal and did not show any alteration, the implant bag was removed and it was immediately evident that it was completely deflated, when checking it well, it was evident that the packaging was open on one side, thus losing it sterility. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.